Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump was experiencing an intermittent power issue. There was allegedly moisture ingress in the battery compartment with no reported damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed reboots. There was no damage found to the battery cap and it was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contacts were found to be within specifications. There was moisture observed in the display. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked from the threads to the bumper pad and from the bumper pad to the case seal. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4).